Manufacturer narrative:
Other relevant device(s) are: product ID: 9735805, serial/lot #: unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the c-arm would not establish communication with the system. The navigation system was swapped out and the c-arm communicated. There was less than an hour delay in the procedure. No impact on patient outcome.